Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level over 600 mg/dl and ketones that were identified as dangerous by a healthcare provider. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on 09/3/25 with the issue resolved and no permanent damage. Customer declined a system check with the pump and supplies.